Event description:
The dealer alleges the joystick fails as noted, it "may" not turn on or off, potentially stranding the user, or "may" not change drive profiled to one needed to navigate a particular environment on a tdxsp-cg power chair.